Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. The customer's blood glucose was unknown. The customer also reported being hospitalized for chronic obstructive pulmonary disease, pneumonia and bronchitis. Customer stated they were unable to breathe, prompting the hospitalization. The customer reported wearing the insulin pump at the time of hospitalization. Customer stated they were hospitalized for one week and a half. The customer declined to return the insulin pump for analysis.